Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2008. This product was surgically abandoned and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system displayed a message that stated the remote monitoring feature would be disabled due to this ICD reaching battery capacity depleted three months prior. Technical services (ts) reviewed the stored data and confirmed the battery had reached capacity. Ts also observed that the right atrial (ra) lead was recorded to have a gradual increase of pacing impedances that measured greater than 2000 ohms. Subsequently, a generator replacement procedure was performed, during the procedure, the ra lead was attempted to be explanted. The local sales representative later confirmed the lead broke during the extraction and the lead tip remained in the patient. No additional adverse patient effects were reported. The explanted portion of lead was retained by the hospital.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system displayed a message that stated the remote monitoring feature would be disabled due to this ICD battery capacity reaching elective replacement indicator (eri) status. Technical services (ts) reviewed the stored data and confirmed the battery having reached capacity. Ts also observed that the right atrial (ra) lead was recorded to have a gradual increase of pacing impedances that measured greater than 2000 ohms. Subsequently, a generator replacement procedure was performed, during the procedure, the ra lead was surgically abandoned by the physician. The abandoned ra lead was capped and replaced with a new lead successfully. No additional adverse patient effects were reported.